Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076, implantable pacing lead, (B)(6) 2013.

Event description:
It was reported that one week post implant, the atrial lead had high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.